Event description:
Per the audiologist's report, this patient had numerous skin flap infections after implant surgery. He was admitted to the hospital in 2007 for IV antibiotics due to a skin flap infection. No further information was made available.